Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.